Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the customer was hospitalized due to erratic blood glucose reading. Customer mother declined for troubleshooting the reported issue. There was no information available about patient was hospitalized due to high blood glucose or low blood glucose. The pump will not be returned for analysis.